Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where the device was broken was confirmed during product evaluation. The root cause of the reported problem was determined to be a key on the keypad that was pressed for greater than 50 seconds. Pressing the keypad for greater than 50 seconds requires no repair. A service history review revealed that this device was previously serviced for the reported condition of broken device. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device was broken. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.